Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that the upper case, output connector, hanger screw and four case screws were contaminated, the lower case and hanger assembly were corroded and contaminated, both display wires were pinched and routed incorrectly, the encoders and all knobs were rusted and contaminated (two top encoder nuts were loose and two top encoders were loose in the case) and one encoder nut had tool marks. (B)(4).

Event description:
The external pulse generator was returned in accordance with instructions affiliated with the current corrective field action and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.